Event description:
The tibial insert exhibited micromotion when assembled with the baseplate. Another insert was available and was used successfully. There was no adverse consequence for the patient or delay in surgery or anesthesia time.